Manufacturer narrative:
The manufacturer previously reported a trilogy evo was alarming for a service required alarm indicating the internal battery failed to charge. The device was evaluated by the manufacturer and the device's system board was replaced to address the issue. Additionally, the device's blower motor was noisy, and the blower assembly was replaced to address the issue. The flows sensor was replaced due to contamination. The device was cleaned and tested and passed all final testing.

Event description:
The manufacturer received information alleging a trilogy evo was alarming for a service required alarm and patient settting alarms. There was no harm or injury reported. A review of the device's downloaded event log revealed a service required alarm indicating the internal battery failed to charge. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.